Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the repaired 3rd party connector has been acknowledged and it is likely that the video function did not function normally and the indicated phenomenon [the image flickers] occurred as a result. This is likely due to the handing of the user. The event can be detected/prevented by following the instructions for use which state: "do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and has inspected and confirmed the "flickering" event. The device was found flickering due to a bad 3rd party repair connector needing to replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had flickering issues. The event occurred during an unspecified urology procedure. There was no report of patient or user harm associated with the event.